Event description:
Customer reportedly obtained results of 350mg/dl and 147mg/dl within 2 minutes on the same device. Customer also reportedly obtained results of 182mg/dl and 506mg/dl on the same device within 1 minutes. No action was taken based on device results. No adverse event reported and no treatment received. No quality controls were used. Requested return of suspect device and replacement was sent.